Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8731, lot# b005780n17, implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Event description:
A motor stall and no motor stall recovery was reported. The logs were checked and the motor stall detected. The pump was explanted and replaced. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver lioresal. Additional information later reported the patient recovered without sequela.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.